Event description:
The customer alleges he obtained results of 805 and 625 mg/dl. These values are outside of the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.